Manufacturer narrative:
Conclusion code ¿ 11 is being updated to 12 for this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the reason for the pump removal was a motor stall. The patient¿s weight at the time of the event was (B)(6) pounds and height was 67 inches. The affected device was explanted on 2017 (B)(6). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump was defective for about a month before explant on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: morphine with concentration 6.2 mg/ml at a dose rate of 0.0378 mg/day (minimum rate). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received without documentation. The patient was receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and degenerative disc disease/herniated disc pain. Further information was not provided.